Event description:
The customer reported to olympus the evis exera lll gastrointestinal videoscope, insertion tube kinked and deformed, insufficient angulation. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that a whitish gelatinous foreign material was found inside the air/water cylinder. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the the evaluation found the following: air/water cylinder has discoloration; suction cylinder has discoloration; air/water cylinder has foreign objects; due to a cut on heat shrinking tube of forceps elevator lever, expected insulation capacity cannot be obtained; due to damage on bending tube, bending angle in left direction does not meet the standard value; distal end plastic cover has a burn; and connecting tube has a buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Foreign material in the channel could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the channel could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.